Manufacturer narrative:
Pump received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments/partial display due to display anomaly. Pump received with scratched case, serial number label fading, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was 220 mg/dl. The customer also reported that the alarm has been going off and the screen was blinking white and black. The insulin pump will be returned for analysis.